Event description:
Left ring lock did not open completely when the motion from 180 to 90 degrees was running. Detector 2 was not released and pulled up appeox 20 to 25cm. The weight of detector opened the lock and detector 2 swung down to the bottom of the gantry. There was no pt in the equipment at the time of the event. The operators' manual states that the pt should not be on the table during operation of the ring locks. There were no injuries to users, pts, or other personnel.